Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H6 component code: appropriate term/code not available (g07002) used to capture product not returned.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the item will not disengage broach attachments. The issue was observed during cleaning. There was no patient involvement. No injuries or delays. There were no reports of injuries, medical intervention or prolonged hospitalization. No further information was provided. An exchange device(s) will be sent to the account and they have been requested to return the corresponding complaint device(s).